Manufacturer narrative:
The reported device was not returned to conmed for evaluation; therefore, a root cause was unable to be determined. A review of the device history record found no abnormalities that would cause or contribute to this alleged device failure. All units manufactured in this lot of (B)(4) units met specification before shipment. A lot history review shows no additional complaints against this lot. A two-year review of complaint data revealed no prior similar complaints for this device family. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. The instructions for use advice the used of the following. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object including the scope. Localized heating of the electrode and the adjacent metal object may result in product damage and/or patient injury. This incident type will continue to be monitored through the complaint system to ensure patient safety.

Manufacturer narrative:
The aes-50s arthroscopic energy 50 degree probe is not expected to be returned for evaluation, as it was discarded at the user facility after the surgery. As of this filing the investigation remains in process, a supplemental and final report will be filed upon the completion of the complaint investigation.

Event description:
The user facility reported that during use of the aes-50s arthroscopic energy 50 degree probe with the aes-1 generator in a knee arthroscopy procedure on (B)(6) 2017, the surgeon noticed the probe "was not ablating, only burning tissue" and causing damage to the scope. Follow-up with the user facility revealed the probe was functioned normal, then the surgeon noticed the glow of the rf reacting with the saline solution in the joint was more than usual. As reported, the probe was activated for about 15 seconds before the issue was noticed. Using an alternate device, the procedure went on and completed successfully. There was no serious adverse effect to the patient or surgical delay with the reported issue. This report is filed on the basis of potential for patient injury with recurrence.